Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high, resulting in a hospitalization. The customer had difficulty breathing and treated with the insulin pump and with manual injection. The blood glucose reading at the time of the call to paramedics was 565 mg/dl. The customer was treated by paramedics with an intravenous drip. The drive support cap was normal and recessed. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The site was not sore or irritated. The customer was unable to remove the infusion set to observe the cannula. The time and date and basal rate and bolus settings were correct. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test. No product will be returned.